Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is unable to deflate the cylinders. He has been seen in-clinic multiple times and the pump was maneuvered in order to properly deflate the device. The patient stated that he is uncomfortable and also experiencing pain in the scrotum from the tubing. Patient services specialist provided troubleshooting techniques. The patient stated he does not feel he should need to do these things and is going to get a second opinion. No further patient complications were reported.